Manufacturer narrative:
The root cause of the tachycardia was unable to be determined due to insufficient clinical details the cause of the pain and anemia was not determined due to insufficient clinical details. The cause of the bleeding issue was not determined due to the lack of returned product and insufficient clinical information. The cause of the high purge pressure issue was not determined as the product was not returned for investigation, and sufficient clinical information was not provided. The cause of the hemolysis issue was not determined as the product was not returned for investigation, and sufficient clinical information was not provided. The pump passed all post sterile inspection checks.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 had bleeding, drainage, and pain at the access site. The patient was treated with oral oxycodone and transfused one unit of blood. The patient also experienced self-limiting bouts of ventricular tachycardia and was defibrillated. Later, the patient was successfully weaned from the pump and survived.